Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode experienced a ventricular tachycardia (vt) storm while on a night out drinking. The patient received 47 shocks in total, some of them successfully converted the rhythm, but others did not successfully convert. The patient was in recurrent vt. The patient required 3 external shocks and cardiopulmonary resuscitation (CPR). It was also observed in the last episode that there was some undersensing, possibly due to the emergency services administering CPR. Chest x-rays were performed and the electrode placement was observed to be high, which could potentially be impacting the shock vector. The patient is expected to be evaluated by the health care professional (hcp) in order to assess programming and potential options. Additional information was provided. It was mentioned that the patient recorded 8 more treated episodes recently with a total of 13 shocks. The episodes show myopotential oversensing post shock and also at the beginning of the shock. Therapy exhaustion was observed in one episode. Technical services (ts) discussed programming options and troubleshooting recommendations. The electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode experienced a ventricular tachycardia (vt) storm while on a night out drinking. The patient received 47 shocks in total, some of them successfully converted the rhythm, but others did not successfully convert. The patient was in recurrent vt. The patient required 3 external shocks and cardiopulmonary resuscitation (CPR). It was also observed in the last episode that there was some undersensing, possibly due to the emergency services administering CPR. Chest x-rays were performed and the electrode placement was observed to be high, which could potentially be impacting the shock vector. The patient is expected to be evaluated by the health care professional (hcp) in order to assess programming and potential options. The electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode experienced a ventricular tachycardia (vt) storm while on a night out drinking. The patient received 47 shocks in total, some of them successfully converted the rhythm, but others did not successfully convert. The patient was in recurrent vt. The patient required 3 external shocks and cardiopulmonary resuscitation (CPR). It was also observed in the last episode that there was some undersensing, possibly due to the emergency services administering CPR. Chest x-rays were performed and the electrode placement was observed to be high, which could potentially be impacting the shock vector. The patient is expected to be evaluated by the health care professional (hcp) in order to assess programming and potential options. Additional information was provided. It was mentioned that the patient recorded 8 more treated episodes recently with a total of 13 shocks. The episodes show myopotential oversensing post shock and also at the beginning of the shock. Therapy exhaustion was observed in one episode. Technical services (ts) discussed programming options and troubleshooting recommendations. The electrode remains in service. No additional adverse patient effects were reported.